Event description:
It was reported that the patient received two alerts for low impedance measurements. Due to the second alert and age of the lead, the physician elected to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.